Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the backlight and up buttons were found to be intermittently responding to button presses. The keypad was removed and the backlight and up button contacts were found to be misaligned. The backlight button has no effect on insulin delivery function.

Event description:
The patient reported that the ok button responded intermittently for about month. The button required harder and frequent presses to achieve a response; sometimes the response was delayed. The patient reported that all other buttons responded as usual.